Manufacturer narrative:
(B)(4). G2: foreign: canada. The visual examination of the returned tri-shaft shows signs of wear and tear in the form of material changes like scratches and roughening of the surface structure, discoloration and fading of the still legible device marking. The fracture analysis identified shear dimples indicating a ductile fracture. The examined microstructure shows a normal martensitic microstructure with very fine precipitated chromium of the used material 1.4545. No material defect that could have caused or contributed to the fracture was identified. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the flex shaft broke during the surgery, no piece or foreign body fell into the patient. There is no reported harm or injury to the patient. Due diligence has been completed for this complaint; to date no additional information has been received.